Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "I take my blood pressure a lot, and a lot of times my heartrate shows down in the 50s. I have a pox and at different times when I use it, it will be down into the 50s for the hr. I have seen it as low as 49/48 bpm. Why I am getting those low readings? Or is there is something wrong with these devices? If it (the pm) is set at 6o bpm, should my heartrate go down to the 40s or 50s? I am not experiencing any problems. I am just worried. I have questions." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.